Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that there was a super capacitor failure with the medfusion pump. There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.